Event description:
A user facility reported that following an intraocular lens (iol) implant procedure, the lens was exchanged due to an unexpected outcome and the patient experienced blurry vision. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).